Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that last device only lasted 3 years. Patient stated that the cause of the last device only lasted 3 years was that it was increasing the current. The more the patient increased the current the quicker the battery depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their previous ins ¿only lasted about 3 years.¿ there were no further complications reported/anticipated.